Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure is part of (B)(4). The cas procedure date was (B)(6) 2012. On (B)(6) 2012, the patient presented outside the hospital with an intracerebral bleed. The patient remained comatose throughout hospital course and expired on (B)(6) 2012. Please reference MDR 2183870-2013-00005 for the protege rx used in this procedure.